Manufacturer narrative:
The customer performed monthly maintenance and observed bubbling at the b-line high concentration waste nozzle during aspiration. The customer replaced the b-line high concentration waste peristaltic pump tubing which resolved the issue. No additional creatinine result issues have been reported since the tubing, peristaltic head (rohs), part number 7-35009685-02, was replaced. Return testing was not completed as returns were not available. A review of the architect c16000, serial number (B)(4) service history found no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month review of found no trends or systemic issues for part number 7-35009685-02 tubing, peristaltic head (rohs). The most recent product monitoring review of the architect c16000 platform found no systemic issue or trend for the issue associated with this ticket. The architect system operations manual and the architect c16000 service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of part number 7-35009685-02 tubing, peristaltic head (rohs). Based on the investigation no product deficiency was identified for the architect c16000, serial number (B)(4), or the tubing, peristaltic head (rohs), part number 7-35009685-02. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated creatinine results on one patient generated on the architect analyzer. The results provided were: on (B)(6) initial = 1277umol/l / retested = 73umol/l. There was no reported impact to patient management.